Event description:
It was reported that during a filter retrieval procedure, several attempts were made to engage the filter with the cone. However, the physician was unsuccessful and decided to remove the cone and use a snare instead. Upon removal of the cone, it was noted that the plastic covering on the cone had detached and remained inside the sheath. The sheath and plastic covering were successfully removed from the patient. There was no injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device has been returned for evaluation and the investigation is currently underway.